Event description:
Patient reported experiencing elevated blood glucose levels since (B)(6) 2013; took correction via infusion device. Patient stated the battery lifetime of the infusion device is too short; only lasts 2 weeks and normally lasts 4-6 weeks or more. Patient reported on (B)(6) 2013 experiencing an elevated blood glucose level of approximately 300 mg/dl; took correction via infusion device. Patient stated on (B)(6) 2013 the blood glucose level was elevated to 364 mg/dl; took correction via the infusion device after changing accessories but without success. Patient's target blood glucose range was not provided. Patient thinks the infusion device delivers too low insulin. Patient stated there are no health concerns. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint can be verified. Result high power consumption: based on the history analysis the pump had a high power consumption. A defective component in the power supply path leads to a leakage current. Therefore a battery change has to be performed frequently. Delivery accuracy: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. Consumables n/a test and inspection of the returned complaint device identified a material nonconformance or failure related to the allegation.